Manufacturer narrative:
Device evaluation: of the 1 allegation of a malfunction, 0 pumps were returned to animas and investigated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) and between (B)(6) pounds. Of the reported patients, 1 was male, 0 were female, and 0 were unknown.